Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for stenosis was unable to be confirmed based on as reported '4 years and 4 months post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis and a 23mm sapien 3 ultra valve was implanted in a valve and valve (viv)'. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years and 4 months post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis and a 23mm sapien 3 ultra valve was implanted in a valve and valve (viv). The patient was experiencing syncope, fatigue, and nausea. The patient was stable after the viv.